Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor assembly. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 113 mg/dl. He stated there is condensation under the lcd screen. The insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.